Manufacturer narrative:
H3: product ID 97745, lot#/serial# (B)(6) was returned for analysis. Analysis found the connector support was broken causing con nection/charge issues and the front case was cracked causing case separation, charge issues, power loss, and a blank/white screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller reported that they were unable to charge their implanted neurostimulator (ins); caller reported several different unknown messages on the controller and stated they had tried removing and reinserting battery pack, but that did not resolve. Caller also stated that they tried aa batteries in the controller and the controller powered up, but they were unable to charge their ins. Agent attempted controller reset; however, caller reported controller screen did not power up when plugged into ac power supply (agent confirmed green light on ac power supply). Caller reported no visible damage to controller port pins, battery compartment pins, or ac power supply plug. The issue was not resolved. An email was sent to repair for replacement controller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.